Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay-user/patient¿s daughter (the reporter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio iq meter read inaccurately high compared to another device (emergency room device). The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2018 at 7:37 am when the patient obtained a reading of ¿217 mg/dl¿ with the subject meter. The patient manages his diabetes with a combination of diabetes medications. In response to the elevated result, the reporter claimed the patient took his usual dose of 5 units of humalog insulin and 22 units of long-acting insulin (type not reported). The reporter informed the csr that about 1 hour after the alleged issue began, the patient developed symptoms of ¿couldn't walk, couldn't dance, confused, dizzy, low blood pressure and extreme sweating.¿ the reporter claimed she treated the patient with orange juice and cheese sticks at around 8:30 am and when the patient¿s blood glucose was re-tested with the subject meter, a result of ¿48 mg/dl¿ was obtained. At 9:11 am, the reporter claimed she gave the patient more juice when the patient¿s blood glucose was re-measured at ¿46 mg/dl¿ on the subject meter. At 9:34 am, the reporter claimed the patient¿s blood glucose was re-measured at ¿56 mg/dl¿ on the subject device. The emergency medical services (ems) were reportedly contacted for assistance. At around 9:45 am, the reporter claimed the patient¿s blood glucose was measured at ¿122 mg/dl¿ on the ems device. The patient was reportedly taken to the emergency room (ER) where her blood glucose was measured at ¿146 mg/dl¿ with the subject meter and ¿91 mg/dl¿ on the other ER device. The tests were performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.